Event description:
A 3.0mm diameter x 8mm length medtronic ave gfx2 stent was inserted for treatment of an ostial lesion in the circumflex coronary artery after placement of another MFR's stent in the distal circumflex. The target lesion at the ostium of the circumflex had been predilated with a 2.5mm diameter ptca balloon. During advancement of the stent and stent delivery system through the guide catheter, the stent became displaced off of the balloon at the tip of the guide catheter. The physician then tried to pull the balloon back into the stent, inflate the balloon and retrieve the stent back through the guide catheter, unsuccessfully. The guide catheter then "popped" out of the ostium of the left coronary artery and upon removal of the delivery system, the stent was no longer on the balloon. Upon removal of the guide catheter and inspection of it, there was no stent to be found within it. The stent is believed to have migrated to the descending aorta and remains within the pt's arterial vasculature. A different guide catheter was inserted, and the target lesion was treated with another MFR's stent. There was no additional clinical sequelae reported relative to the event, and the pt is doing fine.